Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), exfoliative rash ("rashes or skin conditions type: red scaly rash"), nausea ("nausea"), weight increased ("weight gain / loss specify which one: weight gain"), pelvic pain ("pain "), inflammation ("other injury (ies) or complication(s) please describe: inflammatory reaction"), hormone level abnormal ("hormonal changes") and abdominal pain ("pain in abdomen"). The patient was treated with surgery (hysterectomy / bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain lower had resolved and the pelvic infection, genital haemorrhage, abdominal distension, exfoliative rash, nausea, weight increased, pelvic pain, inflammation, hormone level abnormal and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, exfoliative rash, genital haemorrhage, hormone level abnormal, inflammation, nausea, pelvic infection, pelvic pain and weight increased to be related to essure. No further causality assessment were provided for the product. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events abnormal bleeding , pelvic infection, red scaly rash, nausea, weight gain, inflammatory reaction & device monitoring error added. Lot number added. Product, paient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In 2016, the patient experienced libido decreased ("decreased libido"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), exfoliative rash ("rashes or skin conditions type: red scaly rash"), nausea ("nausea"), weight increased ("weight gain / loss specify which one: weight gain"), pelvic pain ("pain "), inflammation ("other injury (ies) or complication(s) please describe: inflammatory reaction"), hormone level abnormal ("hormonal changes"), abdominal pain ("pain in abdomen"), menorrhagia ("menorrhagia"), psoriasis ("psoriasis in scalp and elbows") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy / bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower had resolved and the pelvic infection, genital haemorrhage, abdominal distension, exfoliative rash, nausea, weight increased, pelvic pain, inflammation, hormone level abnormal, abdominal pain, libido decreased, vaginal haemorrhage, menorrhagia, psoriasis and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, exfoliative rash, genital haemorrhage, hormone level abnormal, inflammation, libido decreased, menorrhagia, nausea, pelvic infection, pelvic pain, psoriasis, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In 2016, the patient experienced libido decreased ("decreased libido"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), exfoliative rash ("rashes or skin conditions type: red scaly rash"), nausea ("nausea"), weight increased ("weight gain / loss specify which one: weight gain"), pelvic pain ("pain "), inflammation ("other injury (ies) or complication(s) please describe: inflammatory reaction"), hormone level abnormal ("hormonal changes"), abdominal pain ("pain in abdomen"), menorrhagia ("menorrhagia"), psoriasis ("psoriasis in scalp and elbows") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy / bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower had resolved and the pelvic infection, genital haemorrhage, abdominal distension, exfoliative rash, nausea, weight increased, pelvic pain, inflammation, hormone level abnormal, abdominal pain, libido decreased, vaginal haemorrhage, menorrhagia, psoriasis and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, exfoliative rash, genital haemorrhage, hormone level abnormal, inflammation, libido decreased, menorrhagia, nausea, pelvic infection, pelvic pain, psoriasis, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received: the event decreased libido, abnormal vaginal bleeding, menorrhagia, psoriasis, hair loss added. On 6-jun-2018: medical record received: reporter added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension and abdominal pain lower to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.